Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill three of six. The patient was connected at the time of the alarm. The patient stated the heater bag became disconnected. Hp stated they reconnected it. The technical service representative assisted with ending therapy and getting the set out. The technical service representative reviewed proper procedures per the user manual. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the heater bag had become disconnected, which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.